Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving the "settings not available" message when attempting to adjust stimulation. Agent provided education regarding the oor message. Agent instructed the patient to switch from group c to group a and group b, but the message continued to appear. Agent redirected the patient to their healthcare provider (hcp) for further evaluation and assistance. Additional information was received from a manufacturer representative (rep). It was reported that there were high impedances: contact 9: 40000, 14: 37512, 15: 35791. Troubleshooting was performed. The rep programmed around the contacts that were not useable. The cause was unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.